Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instruction for use (IFU) warns: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the mid circumflex artery, during post dilatation of the implanted stent, the 2.5 x 12 mm nc trek balloon dilatation catheter (bdc) was inflated to 26 atmosphere (atm) when the balloon ruptured; the balloon was inflated 4 times. The physician felt that adequate post-expansion had been achieved and the procedure was finished. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information.